Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome¿ cutting balloon¿ catheter was selected to treat the target lesion. It was noted that the balloon ruptured during inflation and was completely removed from the patient. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Some corrosion was evident along the blades, consistent with device use. The returned device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure. A vacuum was pulled and the balloon deflated fully with no resistance. The balloon was inflated on three more occasions to its rated burst pressure with no leaks noted. The inflation device was verified before and after use with a calibrated pressure gauge. A visual and microscopic examination observed no damage to the tip. All blades were present and fully bonded to the balloon surface. No kinks or damage were noticed along the shaft of the device. No other issues were noted during product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a balloon rupture occurred. A 10/3.50 flextome cutting balloon catheter was selected to treat the target lesion. It was noted that the balloon ruptured during inflation and was completely removed from the patient. The procedure was completed with another with same device. No patient complications reported and the patient's condition is good.

Manufacturer narrative:
(B)(4).